Event description:
It was reported that the ventilator shut down on a patient. The patient was placed on a backup ventilator. No patient harm reported. The ventilator was displaying xdcr fault on the front panel.